Event description:
Information was provided that the user was accessing the right internal jugular vein and got access with the needle. They inserted the micropuncture wire through the needle. The platinum tip of the wire came unraveled near the collateral or some other type of vein close by. The needle and everything was removed except for the wire. They held pressure and closed access site. The procedure was completed following re-access below the previous access site. Patient will undergo a surgical procedure and the wire will be surgically removed following the holidays.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4) - additional surgical procedure (planned) is not labeled. (B)(4) - separates is not specifically addressed on the caution label. No product was returned; however, the facility returned three photos to assist in the investigation. During investigation, a review of complaint history, review of qc, and a review of trends was performed. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined. From the event description it appears that some manipulation of the wire occurred while still in the needle. As a result the wire may have been damaged by the needle bevel. As this action has a high likelihood of damage to the wire guide due to the sharpness of the needle bevel instructions specifically warn against this action. (Per warning label on wire guide). An additional complication can arise due to patient's anatomy which is not described. From the attached photos the wire appears to be looped over on itself which would be in agreement with the event description statement "wire came unraveled near the collateral or some other type of vein." Root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.